Event description:
The biomedical engineer (bme) reported that the gas unit displayed a "line block" and "external device error" messages. They attempted to change the line as well as the water trap, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gas unit displayed a "line block" and "external device error" messages. They attempted to change the line as well as the water trap, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gas unit displayed a "line block" and "external device error" messages. They attempted to change the line as well as the water trap, but the issue persisted. No patient harm was reported. Investigation summary: the root cause of the reported issue is due to sensor unit or pump failure. Although it is unknown if there was any patient involved, there were no reports of injury, no harm, nor any adverse events, due to the reported issue. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: not returned. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gas unit displayed a "line block" and "external device error" messages. They attempted to change the line as well as the water trap, but the issue persisted. No patient harm was reported.